Event description:
Prof. Dr. (B)(6) implant surgeon of the hospital reported to our sales rep (B)(6) that the reported device was broken during inserting. There was a delay of 10 min. A replacement was available. The surgery was successfully completed at the end.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.